Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The shaft was not returned to verify measurements. The measurements taken on the remaining portion of the shaft and the knob are within the current print specification. This complaint is indeterminate from a manufacturing standpoint because the missing portion of the product makes physical dimensional verification impossible. Device is an instrument and not implanted/explanted.

Event description:
It was reported by the sales consultant that during a tfn while inserting the blade, it became stuck in the blade guide sleeve (357.369), the surgeon was using extreme force and the coupling screw broke (357.377). The surgeon removed everything and used another set to complete the procedure without harm to the patient. There are 2 related complaints for this event, 198225 and 198226; this complaint is on the 357.377. This report is 1 of 1 for complaint number (B)(4).